Event description:
Hill-rom received a report from the account stating the bed exit was inoperative. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom tech found the caregiver bed exit control board inoperable and footboard control board dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom tech replaced the caregiver bed exit control board and cleaned the footboard to resolve the issue. Based on this info, no further action is required.